Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced mesh removal and chronic pain for which she takes injections; limits all activities. After the original procedure, additional potentially related procedures were performed, including removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia with right groin pain. It was reported that after implant, the patient experienced chronic right groin pain for which she takes injections and limits all activities, scarring and adhesions. Post-operative patient treatment includes neurolysis of the ilioinguinal nerve, ilioinguinal nerve was scarred along the course of the mesh, laparoscopic right inguinal hernia repair with ultrapro mesh, transabdominal properitoneal technique and removal of prior mesh.